Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner, and minor scratched lcd window. Unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that piece of her insulin pump was breaking off. She was having a hard time keeping the reservoir in. The plastic around the rim was jagged. Customer's blood glucose level was 438 mg/dl. The reservoir was out of the insulin pump. She bolused to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.